Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. A 2.0mm x 8mm quantum maverick balloon catheter was advanced to the calcified unspecified target lesion for pre-dilation. The balloon was inflated but it ruptured on the first inflation before the pressure reached to rated burst pressure. The procedure was completed with a different device. The balloon catheter was removed intact. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the quantum maverick catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. A 2.0mm x 8mm quantum maverick balloon catheter was advanced to the calcified unspecified target lesion for pre-dilation. The balloon was inflated but it ruptured on the first inflation before the pressure reached to rated burst pressure. The procedure was completed with a different device. The balloon catheter was removed intact. No patient complications were reported and the patient's status was good.